Event description:
It was reported that the device was in use with patient for infusion of pain medication. The reporter stated the displayed infused volume on the infusion pump was 37 ml but the actual remaining volume was approximately 70 ml. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: device evaluation: sample of cadd administration sets was returned for analysis. Accuracy testing was performed using a cadd legacy plus and a balance mettler toledo to look for unusual function. No discrepancies were detected, test successfully passed. According to the investigation, the customer reported problem could not be duplicated. Therefore, the root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested was successfully passed. No actions taken were performed since the complaint was not confirmed.